Event description:
It was reported that the device delivered a shock during a surgery performed on the bladder while a magnet was applied over the device. It is unclear if the magnet slipped of the device when this happened or not.